Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: camera cable damaged due to cut on cable metal sheath was exposed and poor color image due to faulty charge-coupled device (ccd) also the cause traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the subject device exhibited cut on cable metal sheath, poor color image and faulty charge-coupled device (ccd). There was no patient involvement.